Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, all drawers were failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station lost all drawers off bus. The field service engineer (fse) dialed in and identified that the firewall was blocking drawer detection. They temporarily disabled the firewall to verify functionality, then ran the remote support service (rss) package to re-enable it with the correct settings. The system functioned as intended after the field service engineer (fse) resolved the issue.